Event description:
Per consultation of physician, pt admitted with right hemisphere infarct and lt sided hemiparesis. Pt has renal artery stenosis. On 11/4/93, pt underwent procedure. Peripheral balloon catheter removed from pt after used in stent deployment. Balloon had ruptured or tore during deployment. When balloon was removed, part of balloon was missing. Missing part of balloon possibly still in pt.